Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's battery was unable to charge and was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was not yet scheduled for surgery. No further course of action at this time.

Event description:
A report was received that the patient's battery was unable to charge and was not holding a charge. The patient will undergo an ipg replacement procedure.